Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation following the implant procedure, the device displayed lead warnings on all three ports. The device was re-interrogated two more times and the issue persisted so technical services was contacted. It was clarified that the device may have been active before the leads were connected and the issue would resolve in eight hours. The device remains in use. No patient complications have been reported as a result of this event.